Event description:
It was reported, that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading. However, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 142 mg/dl , and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal, the customer's blood glucose (bg) level lowered to 23 mg/dl. Due to the bg level, the customer fell off chair and was unconscious. Customer was transported by paramedics to the emergency room. And was subsequently, hospitalized. Customer was treated with intravenous fluids of saline and dextrose and was release from the hospital on (B)(6) 2024. With the issue resolved and no permanent damage. A replacement pump was sent to the customer, for customer satisfaction. And customer reverted to manual injections for insulin therapy. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.